Event description:
The customer reported that the system produced uncommanded fluoroscopic x-ray. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The footswitch was evaluated and replaced. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.